Event description:
The contact stated he tested the customer's blood glucose and received a reading of 5.1. It was verified the meter was set in mmol/l. The contact did not allege any adverse events due to the readings. He was able to reset the meter to mg/dl, and no product will be returned for evaluation.